Manufacturer narrative:
There is no evidence of a device malfunction. Review of the cycler log files indicate that multiple venous air alarms occurred that not responded appropriately to by the operator. There is no evidence that the operator attempted to follow air removal procedures in accordance with user's guide instructions. The user's guide provides adequate instructions for troubleshooting air alarms. Air alarms at the very beginning of the treatment are typically indicative of inadequate air removal by the operator during priming of the cartridge. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous air alarms occurred during a routine hemodialysis treatment that could not be resolved by the operator. The patient reported chest pain and a drop in bp (actual value not reported). Treatment was ended without performing rinseback resulting in an estimated blood loss of 190cc. The patient was transferred to the ER and released post observation. Physician speculated that the patient received an infusion of air but no diagnostic tests were performed to confirm. No medical intervention was required.